Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip of the fiber was broken off outside the pt while cleaning excessive tissue build up. The procedure was completed using gyrus pk forceps. Pt outcome: "no pt injury".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture at the output window; the fiber was also found to be fractured distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap and devitrification of the glass cap were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. Based on the fiber/cap conditions, the potential for forward firing may exist. The probable root cause of the device failure was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.